Event description:
During mammography, compression paddle/device continued compressing when compression was not manually or automatically initiated by the tech. The drive made a noise and compressed with a greater force and speed. This resulted in reddening of the pt's breast.